Event description:
A malfunction was reported by the caller concerning a pump, with the malfunction code identified as malf 14. There was no adverse impact to the customer¿s blood glucose level, as the levels did not exceed 500 mg/dl. The customer received assistance from cts to reset the pump, and the malfunction code did not recur after the reset. The customer was informed to continue using the pump and advised to contact support if the issue arose again.